Event description:
The haptic of the lens was found bent after insertion into the patient's eye using the delivery device. The lens was removed from the eye and replaced with another lens.

Manufacturer narrative:
See MDR 1920664-2007-00449 for intraocular lens with the delivery device.